Manufacturer narrative:
Concomitant product: product ID: 8703w, lot# l65766, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
It was reported the patient had fallen when the patient went to visit family in(B)(6). The patient was originally told she "only pulled cartilage around her ribs". A week later the patient was hallucinating and went out in their yard, naked at 3am. An ambulance was called that they told the patient she had 4 broken ribs and a punctured lung and they put in a chest tube. The patient was brought to a hospital then transferred to a rehab center. The pump contained morphine.

Event description:
Additional information received reported the event was not related to the pump nor catheter and was due to a fall. The patient's current status was unknown.